Event description:
It was reported that the pt expired. When following up with the healthcare provider (hcp) for additional information, the hcp stated that there was nothing in the pt's records that indicated a specific date of death, cause of death or what was used in the pump.